Event description:
Related manufacturer reference number: 2017865-2023-13002. Related manufacturer reference number: 2017865-2023-13003. It was reported that the patient presented in the hospital experiencing fever due to ruptured pacemaker pouch and pacemaker pouch infection. It was noted that the pacemaker, right ventricular (rv) lead and right atrial (ra) lead were eroded through the pacemaker pouch and pacemaker pouch infection was discovered. The entire pacemaker system was then explanted. The patient's condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The visual inspection was normal. Interrogation and preliminary test results were acceptable. No anomalies were noted. The cause of infection could not be traced to the device.